Event description:
I had a thr in 2007. Ortho used a depuy pinnacle sector series cup with metal-on-metal insert. After 12 months, I was unable to put my shoe and sock on, and naturally incapable of tying my shoelace. I cannot bend down to dry my foot after a shower. I am pretty sure I used to be able to do all of the above. I am having intense groin pain and I am unable to flex my hip without pain. I have had dry needle trigger point therapy, chiro, massage, xrays and CT scan of pelvis, and of course been back to my ortho twice. After looking at the xrays I am told there is no problem. "There are no indications yours will be recalled, we also need to get a blood test to look for wear of your metal bearing to see if this is causing pain." Ortho 1 wants me to have cortisone injection beneath the iliopsoas. My gp suggested I get a second opinion. Ortho 2 wants me to have a cortisone injection in the groin under sedation. I get the impression that ortho 1 and 2 are on a fishing expedition. Ortho 2 does not like metal on metal. Upon inspection of the CT scan, he can see some ion filings. He is happy to put in a plastic lining. I'd rather go back in time right now and get my old femur back and live on a cane and advil at this point. I am certainly worse off now than I was before I let them put this nasty thing in my body -metal to metal contact.